Event description:
It was reported that the patient's device was showing high impedance. Patient's last visit was sometime in (B)(6), but no diagnostics was done on that visit. It is unknown when the high impedance occurred. Reporter was not aware of any trauma to the patient who is a disabled, non-mobile child. X-rays were received and reviewed by the manufacturer. Based on the x-rays received, a possible pin insertion could not be ruled out, since it could not be assessed. No gross lead discontinuities or sharp angles appear to be present; however an unpronounced lead fracture cannot be ruled out and a portion of the lead could not be viewed. Patient has been referred for revision surgery, but it has not occurred to date.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2011, due to reported lead break. Product has been returned to the manufacturer, but analysis is pending.